Event description:
It was reported that during a generator change-out, this right atrial (ra) lead was nicked or cut, which lead to a loss of capture. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.

Manufacturer narrative:
Correction to field h6: impact codes.

Event description:
It was reported that during a generator change-out, this right atrial (ra) lead was nicked or cut, which lead to a loss of capture. The physician decided to surgically abandon and replace this lead. No additional adverse patient effects were reported.